Event description:
The patient was revised because of instability with a vertical cup. Update: (B)(6) 2012 - litigation paper received indicate that patient has experienced pain, discomfort and inflammation due to metal ions being released into her bloodstream. Complaint was reopened to add the metal liner and femoral head.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 12/30/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated malpositioned cup, unstable hip, synovitis, clunking, and pain. An unknown stem is being added for the alleged high metal ions (no lab results provided). There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/21/2015.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. A provided x-ray image of the left hip notes the acetabular cup angle at approximately 72 degrees abduction. Pinnacle product surgical technique recommends 35 to 50 degrees. The root cause is suspected to be surgeon technique / incorrect use of the device. Product error is not suspected. Based on the investigation, the need for corrective action is not indicated. Update 06/26/2012 - litigation paper received indicate that patient has experienced pain, discomfort and inflammation due to metal ions being released into her bloodstream. Complaint was reopened to add the metal liner and femoral head. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. A. X-rays were received, which were previously reviewed. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges abductor muscle repair, metal wear, and metallosis.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.